Manufacturer narrative:
E1: patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(6). Event occurred in australia. It was reported that the patient faced an event of high blood glucose level and diabetic kitoacidosis on (B)(6) 2024. Patient's blood glucose level was 20 mmol/l at the time of event. Patient was admitted to hospital. Patient's ketonic level was 4.3. The duration of hospitalization was overnight. Patient took insulin infusion for treatment. No further information was available.